Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it is still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason to exchange the bearing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical products- bmet arcom ap pat w/wire 28mm, catalog # 11-150825, lot # 195040; maxim por ana pri fml 65 rt, catalog # 140052, lot # 501990; biomet ilok pri tib tray 75mm, catalog # 141214, lot # 467570; biomet finned pri stem 40mm, catalog # 141314, lot # 437841.

Event description:
It is now reported that following a knee arthroplasty, the patient's bearing was revised due to wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.